Manufacturer narrative:
The returned ICD first underwent a visual inspection after receipt, during which no anomalies were noted. The initial interrogation confirmed the clinical observation, the device could no longer be interrogated. The memory content of the device could therefore not be read. In a next step, the ICD was opened, and the internal structure was examined. Damage to the final shock stages of the electronic module was detected. This damage indicates a shock delivery into an external low-ohmic shock path. The damage to the module resulted then in a permanently increased current uptake and subsequently in the discharge of the battery. Due to the discharged battery, the ICD could no longer be interrogated. Possible clinical complications that could lead to an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damages to the lead insulation, which result in a low-ohmic contact of the high-voltage conductors. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. There were no indications of a device malfunction.

Event description:
Ous MDR - it was reported that the patient received 2 electrical shocks during house renovation work. The patient thought that he had no direct contact to power lines. The ICD could no longer be interrogated after these events. At explantation, the device showed no macroscopic anomalies that could indicate a discharge against the housing. The intraoperative measurements of the impedances of the linox lead were not satisfactory at 200-300 ohm. Aside from the electrical shocks described above, no other consequences of the incident were reported.